Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis followed by an intracranial bleed. There was no device or driveline infection prior to the sepsis. The death was reported to be not device or therapy related, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2022 from sepsis followed by an intracranial bleed. The patient suffered from sepsis and developed an intracranial bleed which was related to the patient outcome. There was no previous device or driveline infection. The patient expired at an external hospital. The outcome was not device or therapy related. No autopsy was performed, and the device was not explanted. The device will not be returned. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 11feb2020. The heartmate 3 lvas instructions for use (IFU) and patient handbook. Are currently available. This IFU lists sepsis, stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. This section also contains care instructions related to preventing infection. No further information was provided. The manufacturer is closing the file on this event.